Manufacturer narrative:
Vyaire medical file identification: (B)(6). The device was not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that the device issue was resolved by replacing the paw thumb wheel and performing tests, with the map running at 1.8 cmh20. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator mean airway pressure (map) would not drop below 10cmh2o. The customer confirmed that there was no patient involvement associated with the reported issue.